Event description:
A report was received that the patient would have a pocket revision, due to the patient's ipg being at the midline and causing discomfort. The ipg will be moved to a better location.